Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported that its mode had changed because of the battery status, and exhibited a fault code indicating a charge timeout. Later the ICD exhibited a fault code indicating a different charging issue. The ICD would not provide pacing pulses. The patient has not received an unusual amount of therapy.